Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker recorded atrial tachy response events with far field over sensing on right atrial channel. Various programming options were discussed around blanking periods. The pacemaker remains in service at this time. No adverse patient effects were reported.